Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2013, the patient underwent a permanent implant procedure. During the procedure, high impedance was found. Next, the leads were disconnected from the ipg and tested. No anomalies were found. As a result, another ipg was used to complete the procedure the procedure was extended for 15 minutes.